Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02202, 1627487-2022-02203. It was reported that during a lead revision surgery, the physician cut the extensions at the ipg pocket site and left the extensions and lead implanted. There are no plans to remove the devices at this time.